Event description:
It was reported that the left bundle branch block left ventricular (lv) lead exhibited loss of capture (loc) as the electrogram only appeared to show right ventricular (rv) lead capture. The device and lead remain in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced for non-product related reasons. The physician also elected to reposition the ra and lv leads during the procedure. The lv lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating the device and leads were explanted due to infection. It was also noted that the lv lead had dislodged. No additional adverse patient effects were reported.

Event description:
It was reported that the left bundle branch block left ventricular (lv) lead exhibited loss of capture (loc) as the electrogram only appeared to show right ventricular (rv) lead capture. The device and lead remain in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced for non-product related reasons. The physician also elected to reposition the ra and lv leads during the procedure. The lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the left bundle branch block left ventricular (lv) lead exhibited loss of capture (loc) as the electrogram only appeared to show right ventricular (rv) lead capture. The device and lead remain in service. No adverse patient effects were reported.